Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system device power was off while restocking. The field service engineer stated that the machine was up and running upon arrival. Users reported that the machine had been rebooting during each medication dispensing event, but users were unable to provide specific details regarding the affected drawer or drug. Using the test application, thefse ran a full diagnostic and discovered several drawers containing foreign objects such as staples, foil, hair, plastic, alcohol pad wrappers, and medications. These items were removed from all affected drawers. Notable drawers included 1.1, 1.2, 3.1, and 3.2, though additional drawer located in both the main and auxiliary units, including full-height drawers were also impacted but not specifically tracked. The machine did not power off during testing. After a reboot, the escort was able to refill seven different medications without the device rebooting. Additionally, one of the users, successfully removed a medication without triggering a reboot. It was also found that the medstation was plugged into a ups but connected to the surge protection side instead of the battery backup side. This was corrected during the visit. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device powers gets off intermittently. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.